Manufacturer narrative:
Internal insulation abrasion was noted at 22.5 to 22.7 cm from the connector pin. This is consistent with the observation from the field of low lead impedance and noise.

Event description:
It was reported that oversensing anomaly, low impedance, and insulation damage were observed on the right atrial lead; mode switch episode was noted. The lead was explanted and replaced. The patient¿s condition was stable.